Event description:
The customer reported that the unit displayed a saturation fault and the kv error message. Also the unit did not boot up.

Manufacturer narrative:
Upon arrival, the ge service rep found the saturation fault and allowed the batteries to charge over night. He returned the next morning and found the saturation was still present and batteries were working properly. The saturation fault occurred only in a large filament film mode. They informed the customer that they might require a tube replacement. He also noticed very poor image quality in fluoro mode that indicated vidcon tube replacement and calibration of camera system was needed. The customer elected not to have it repaired at this time, because they had a contract with philips medical systems.